Event description:
Dexcom g6 glucose monitor sensor failed after approximately 12 hours of use. Sensors are supposed to last 10 days per the company. This is the 9th sensor which has failed early in the past 5 weeks. Yesterday alone we had 3 failures most without working at all. My 7-year-old son, who is the patient in question, has suffered undue pain and stress; not to mention having glucose readings as high as 600 mg/dl as a result of the faulty devices. Customer support has reluctantly sent replacement sensors, but denies an overarching problem with the system or any other components of dexcom's monitors. Reference reports: mw5118751, mw5118752, mw5118753, mw5118755, mw5118756, mw5118757, mw5118758, mw5118759.